Manufacturer narrative:
A.1.-a.5. Patient information was not provided h11: livanova deutschland manufactures the heater-cooler system 3t . If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a heater-coolersystem 3t displayed error meaning pump 2 uses too much power (e17). There is no report of any patient injury.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. To solve it, pump patient circuit 1 was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review was performed and identified that the unit was installed since 2020 and no similar events were reported. Based on the available information and taking into account investigation results of previous similar events, the most likely root cause of the reported issue is associated to patient pump damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions). The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration.